Event description:
It was reported that the right ventricular (rv) lead had a high rv threshold measurement noted on the interrogation report. It was noted that per the lead trends this was a chronic condition. The lead remains in use. No patient complications have been reported as a result of this event.